Event description:
The pt's ((B)(6)) scs system included two percutaneous leads and a dual extension. It was reported one of the leads was not providing stimulation. Initial diagnostic testing found no issues with respect to impedance. Surgical intervention was undertaken for further interrogation. Intraoperative testing found impedance issues with the lead in question due to a break in the device. As such, the lead was explanted and replaced. The newly implanted lead and the remaining lead were connected directly to the ipg. The pt's extension was removed as it was no longer needed. Effective the procedure. The explanted devices will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.